Event description:
It was reported that stent damage occurred. A 2.25x16mm promus premier stent was prepared for a stenting procedure. It was noted that the stent did not hook properly on the balloon and the stent struts have been lifted from the balloon. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm promus premier¿ stent was prepared for a stenting procedure. It was noted that the stent did not hook properly on the balloon and the stent struts have been lifted from the balloon. No patient complications were reported and the procedure was completed with another of the same device.